Event description:
It was stated the patient had no parasthesia coverage and the lead was revised on (B)(6) 2013.

Event description:
Additional information stated the lead was repositioned on 2013-(B)(6). An x-ray on 2013-(B)(6) showed that ¿lead 1¿ moved and there was no parasthesia coverage in the lower back. It was noted the therapeutic product was ineffective.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Additional information reported that surgical repositioning of the device was performed on (B)(6) 2013. Further information received 9 days later clarified the event as the patient had an ¿undesirable experience¿ noted as a loss of parathesia coverage due to a ¿device deficiency¿ of lead migration. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the etiology was the device lead. The event was related to the device or therapy and unlikely related to the procedure.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead.

Event description:
Additional information received reported that the patient outcome was resolved without sequelae on (B)(6) 2013.